Manufacturer narrative:
UDI: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the quick coupling device had an undetermined malfunction. There were no delays to the surgical procedure as a spare device was available to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not hold the smallest k-wire. It was further observed that there was corrosion and debris on the components. It was determined that there were metal shavings on the other components. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.